Event description:
During a premature ventricular contractions procedure, there was a delay due to an error with the catheter. When the catheter was connected to the three-dimensional system, the potential of the one or two electrodes at the tip of the catheter showed error. After the catheter connection line was replaced and the ensite system was restarted, the issue still remained. The catheter was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, therapy cool flex irrigated ablation catheter was received for evaluation. Electrodes 1-2 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown.